Manufacturer narrative:
Device has not returned to manufacturer.

Event description:
It was reported that during procedure, physician felt resistance in advancing the catheter (subject device) inside the patient¿s anatomy due to arteriosclerosis. Force was applied to retract the system as it was hard to be removed. While doing so the subject catheter was stretched and the tip of the subject catheter was broken. The tip of the subject catheter was retrieved. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure, physician felt resistance in advancing the catheter (subject device) inside the patient¿s anatomy due to arteriosclerosis. Force was applied to retract the system as it was hard to be removed. While doing so the subject catheter was stretched and the tip of the subject catheter was broken. The tip of the subject catheter was retrieved. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 lot # - corrected from 22284289 to unknown. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.